Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the tip of a benchmark delivery catheter (benchmark) had a strange curve upon removal from the packaging. Therefore, a new benchmark was used in the procedure.

Manufacturer narrative:
Results: the benchmark was ovalized from approximately 37.0-38.0, 87.0, 96.0-97.0, 98.0, and 99.5-100.5 cm from the hub. Conclusions: evaluation of the returned benchmark revealed an ovalized device. If the device is mishandled during preparation, damage such as ovalizations may occur. These ovalizations may have contributed to the ¿strange curve¿ mentioned in the reported complaint. Further evaluation revealed additional ovalizations. These additional ovalizations are likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.